Event description:
It was reported that the device was presenting with primary audible during background test. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were removed upon receipt, the top case was cracked by the front right bottom corner and the bottom case was cracked by the l-bracket pole clamp. The right plunger case was cracked, and contamination was visible. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as no external damage or contamination to the interconnect board or speaker was found. Root cause of the reported event is unknown, no problem was found. Replaced the speaker as a preventive measure, performed power up, self-test, occlusion test, preventive maintenance and all functional testing. Device software was upgraded from v1.6.0 to v1.6.4. A CAPA was created to address the primary audible alarm background test issue which is ongoing. The returned product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record DHR review is not required. Service review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue., corrected data: d4: correction: model number: 4000, h4: correction: device manufacture date: 03/29/2017.